Event description:
Customer reported a high blood glucose reading of 401 mg/dl. Customer treated using the insulin pump and manual injection. She expressed symptoms of excessive thirst and irritability. She stated that the drive support cap appeared to be normal and recessed. Customer also reported that she did not find air in the tubing and found no leaks. Customer was advised to run a manual prime and stated that insulin did exit. The insulin failed the high pressure test twice. At this time, customer did see an air bubble in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.